Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25 mm pulmonary bioprosthetic valve in a pediatric patient, a transesophageal echocardiogram (tee) showed turbulent flow at the level or just distal to the device after the patient was weaned off of cardiopulmonary bypass (cpb). Needle pressures revealed a 20 mmhg gradient between the pre and post pulmonary valve level. Cpb was re-initiated, the sutures were removed from the valve and it was rotated 90 degrees. The device was re-sutured into place and remains implanted. No other adverse patient effects were reported.